Manufacturer narrative:
Corrected.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device failed the functional test. There was no reported patient involvement/adverse patient impact.